Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and reservoir could not stay in. Customer does not know how damage occurred. Customer's blood glucose was 70 mg/dl, and 500 mg/dl. Customer was advised that insulin pump would need to be replaced.